Manufacturer narrative:
Investigation. Visual inspection: the following observations were made during the visual inspection: deformation of the housing; damage of the sterilization packaging excessive pressure on the valve , for example with the adjustment tool, can affect the integrity of the valve. A handling note is provided on the packaging. See pic. 5. Additional information provided in the instructions for use. Adjustability test: the progav was found to be adjustable to all pressure settings, but the brake function was not given. Braking force and brake function test: the brake function of the progav did not operate as expected. Due to the non-functionality of the brake function the braking force of the progav is unable to be measured. Results: based on our investigation results, we have determined a deformation of the valve housing and a defective brake at the time of our investigation. The cause of the defective brake is the determined deformation. Excessive pressure on the valve housing by adjusting tools can lead to such deformation and thus could affect the valve characteristics. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a progav shunt system (material # fv434-t) could not be adjusted before use. No patient involvement.